Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock for ventricular tachycardia (vt) from the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the vt may have been induced by the crt-d algorithm pacing premature ventricular contractions (pvc). Programming options to prevent the induction of vt were discussed. The crt-d remains in use. No further patient complications have been reported as a result of this event.